Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 435 mg/dl. Customer had symptom of high blood glucose; customer was vomiting and dehydrated. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized in the intensive care unit and was treated with insulin drip. Customer was off of insulin pump for less than 48 hours at the time of hospitalization. Prior to hospitalization, customer experienced excessive motor error alarms during priming. Customer treated high blood glucose with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test, unexpected restart and displacement tests. No motor error alarms were noted during testing. The pump passed the delivery accuracy test. The motor was tested outside of the device and it passed. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, display window and battery tube threads. The pump was received with a stripped battery cap coin slot, minor scratches on the display window and case.